Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 287, 214 and 165 mg/dl. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen cabinet. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (time not set): (B)(6). Memory concerns:customer is concerned with the results of 287, 214, 165, 218 and 311 mg/dl in the meter's memory.